Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on (B)(6) 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Manufacturer's investigation conclusion: a direct correlation between heartmate 3 (hm3) left ventricular assist system (lvas), serial number (B)(4), and the reported event could not conclusively be established through this evaluation. The account reported that the patient's death was not considered to be device-related and that ( B)(4) operated as expected. (B)(4) was not explanted for evaluation. The hm3 lvas instructions for use (IFU) lists respiratory failure as an adverse event that may be associated with the use of the hm3 lvas. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient expired due to terminal extubation.